Event description:
Emt/ff's responded to a person in full cardiac arrest with bystander CPR. A device was connected to the pt with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed "motion detected" and would not analyze the pt's rhythm (see 3015876-2001-00483). That device was then swapped out with this, another device on the scene and, again, according to the reporter, it also alarmed "motion detected" and would not analyze the pt. Paramedics arrived and took over the scene. Meds and seven shocks with a manual defibrillator were administered but the pt was not resuscitated. The report indicated the pt's death was not caused or contributed to by the alleged device malfunction because of an unknown down time, the lack of pt viability and the use and availability of a backup manual defibrillator.